Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a navistar thermocool and suffered a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. It is reported during the procedure, the patient went hypotensive. An effusion was noted and a pericardiocentesis was completed. Additional information was received regarding the event. There was a transseptal puncture performed. It is unknown when the cardiac tamponade occurred. Anticoagulation was used and the act was maintained at greater than 300s. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power controlled at default settings / irrigation flow setting ¿ 30ml/min.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a male patient underwent an atrial fibrillation (afib) procedure with a navistar thermocool catheter and during the procedure the patient went hypotensive. An effusion was noted and a pericardiocentesis was completed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the hypotension and tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Concomitant products: carto 3 system, (model#m-4800-01 serial#(B)(4)). Coolflow pump, (model#m-5491-02 serial#(B)(4)). Lasso with auto ID catheter, (model# d-1220-80-s lot# 17016816l). Webster 4 pole catheter, (model# d-1079-236-s lot# 17064830m). Soundstar catheter, (model# m-5723-05 lot# unknown). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on january 15, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).